Event description:
The pump was explanted due to infection. The device system was used to deliver baclofen (2000 mcg/ml at 50 mcg/day). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).